Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant. While the field representative was running thresholds, the patient's blood pressure began to drop. It was found out the patient had pericardial effusion and had to undergo a pericardial tap procedure. Additional information received from the field representative that patient was stable at the end of the procedure and transferred to intensive care unit (ICU). The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant. While the field representative was running thresholds, the patient's blood pressure began to drop. It was found out the patient had pericardial effusion and had to undergo a pericardial tap procedure. Additional information received from the field representative that patient was stable at the end of the procedure and transferred to intensive care unit (ICU). The lead was never in service. No additional adverse patient effects were reported.